Event description:
It was reported on (B)(6) 2016 that a patient had high impedance when interrogated with her physician. The patient also reported an increase in seizures that had been occurring for about a month. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Full revision surgery occurred on (B)(6) 2016. Pre-operative diagnostics showed high impedance on the old generator. The new generator was attached to old leads and still showed high impedance so the lead was replaced. The old lead was clipped at the electrodes. A lead break was visualized near the electrodes and fluid could be seen inside the lead. Some of the helices were removed in order to make room for the new lead. The explanted products were disposed of by the explant facility and are not available for return.